Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 5.8 mmol/l at the time of the incident. The customer also reported that the insulin alarmed compromised force sensor system alarmed during priming process. The customer stated that the drive support cap was normal. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify the compromised force sensor system alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.